Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the flexvision pc did not start up. Upon troubleshooting fse could not confirm the root cause but found the issue to be related to flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the flexvision pc did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.